Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received six appropriate treatments and an inappropriate treatment. The device was started up at 12:34:17 on (B)(6) 2025. At 08:06:27 on (B)(6) 2025, an arrhythmia was detected. ECG shows sinus bradycardia @ 50 bpm degrading to vt @ 200 bpm. At 08:07:02, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was sinus bradycardia @ 15 bpm with pvc¿s. At 08:08:46, an arrhythmia was detected. ECG shows vt @ 250 bpm. At 08:08:46, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm. At 08:09:34, an arrhythmia was detected. ECG shows vt @ 250 bpm. At 08:10:05, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm. At 08:10:59, an arrhythmia was detected. ECG shows vt @ 240 bpm. At 08:11:29, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm. At 08:12:14, an arrhythmia was detected. ECG shows vt @ 250 bpm. At 08:12:44, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm. At 08:15:53, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 08:16:23, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm with pvc¿s. At 08:17:04, the patient received the inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was sinus bradycardia @ 20 bpm with pvc¿s. The device was shut down at 13:11:15 on (B)(6) 2025.